Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient had a pump "shut off early." No further information was provided. No further complications were anticipated/reported.